Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the retainers caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a root resorption. This event not reported within the required 30-days is covered by CAPA # (B)(4).

Event description:
The customer reported root resorption on teeth #8, #9 #24 and #25 while wearing the retainers. Medical intervention is required. Retainer use was not discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).